Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. No device analysis results are available as the delivery system was not returned for evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that post cardiomems implant procedure the patient experienced a stroke. The patient was diagnosed with an m1 occlusion, patient was given a tissue plasminogen activator and was sent to endoscopy for thrombectomy. The patient was then admitted to the neuro intensive care unit. It was reported that the implant procedure took two hours to complete due to difficulty identifying target vessel and placing the guidewire. The cause of the difficulty was due to the angulation of the desired implant location. Continued sedation with intubation. The patient is currently stable, discharged home and is expected to make a full recovery.